Event description:
The hcp reported that it was unclear whether the device has ever worked well since implant; the "on and off periods seem to some on more suddenly and his symptom relief isn't good." The pt has fallen down a number of times since implant. At follow-up electrode impedance readings were taken at 3.5 v; both programs displayed impedances greater than 4000 ohms. The pt has a number of confounding conditions, both physical and psychological (specific info was not provided). Add'l info has been requested from the physician.

Manufacturer narrative:
.